Event description:
Boston scientific received information that this left ventricular (lv) lead was found to have dislodged. The physician attempted to reposition the lead, which was unsuccessful. The lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.